Event description:
Complainant alleged that while treating a pt the device discharged once appropriately. However, on the second attempt to deliver energy to the pt, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.